Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the 3d image failure is caused by electronical component failure, and the light source fail is caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited light source failure, component failure of the light guide bundle and 3d image failure. There was no patient involvement.